Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The battery failure was due to depleted batteries due to infrequent use and charge. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure error during testing of the automated impella controller (aic). No further information was provided.